Event description:
A malfunction was reported with the pump, and no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. The technical support team provided instructions for resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs, which the customer understood.